Manufacturer narrative:
Calibration was last performed on (B)(6) 2024. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for 1 patient plasma sample on a cobas 6000 c (501) module. The initial aic-3 result was 5.2%. The medical staff questioned the result which prompted the customer to repeat the sample. The sample was repeated and the result was 7%. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The qc recovery data provided was acceptable. The field service engineer (fse) found that the rinse volume was too high and causing overflowing. The fse replaced the check valve and valve bank, adjusted the rinse volume, and performed a mechanical and precision test successfully. The investigation is ongoing.